Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® plastic urine collector cups were not correctly closed, resulted in sterility breach. The other cups were little bit screwed, but they were opened at the moment of taking them by cover before use.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for difficult to operate with the incident lot was observed. Additionally, evaluation of the customer samples was performed and difficult to operate was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for difficult to operate with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and difficult to operate was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® plastic urine collector cups were not correctly closed, resulted in sterility breach. The other cups were little bit screwed, but they were opened at the moment of taking them by cover before use.

Event description:
It was reported that bd vacutainer® plastic urine collector cups were not correctly closed, resulted in sterility breach. The other cups were little bit screwed, but they were opened at the moment of taking them by cover before use.

Manufacturer narrative:
Correction: device manufacture date: 2020-06-30 was changed to 2018-07-03.